Event description:
Guidant (now boston scientific crm) received information back in june 2005 that the patient implanted with this implantable cardioverter defibrillator (ICD) passed out while lifting a heavy birdhouse. Oversensing of noise resulted in pacing inhibition during isometrics at device evaluation. Technical services discussed possible causes, including a connection issue. Guidant received additional information that the device exhibited t-wave oversensing post-right ventricular (rv) pace. The device's atrial sensitivity was modified due to the suspected t-wave oversensing. An invasive procedure was performed and a loose rv rate/sense setscrew was found. This was tightened and the noise resolved.

Manufacturer narrative:
Subsequently, boston scientific crm received information in june 2010 that this device was explanted and replaced with a competitor device. The device was returned to boston scientific's post market quality assurance laboratory on june 15, 2010 and is currently undergoing laboratory testing.

Manufacturer narrative:
Visual inspection of the device identified a hole in the rv sealplugs. The rv set screws moved freely and no anomalies were identified. The device was put through and passed automated diagnostic testing that verified the defibrillation, pacing sensing and recording functions of the device. Although the 2005 electrogram noise and oversensing were reported as resolved when a loose rv set screw was re-tightened, a hole in the rv (tip) sealplug could potentially cause the similar clinical observations.

Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed out while lifting a heavy birdhouse. Oversensing of noise resulted in pacing inhibition during isometrics at device evaluation. Technical services discussed possible causes, including a connection issue. Guidant received additional information that the device exhibited t-wave oversensing post v pace.